Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-07166. It was reported the patient had presented with an infection. The physician took a culture, and explanted the scs system on the same day. Initially it was reported the infection was at the lead site and the ipg site. It was later reported the patient had an infection at the lead incision site and was hospitalized after the explant procedure. It was reported the patient was at home with bed rest and oral antibiotics, and had improved.

Manufacturer narrative:
Evaluation method - the device history and sterilization records were reviewed. Results - review of the DHR found a nonconformance related to the product. However, the nonconformance was identified as a cosmetic issue, and product integrity and functionality met the final acceptance criteria. The DHR anomaly is not related to the alleged device complaint. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.